Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer detected insulin in cartridge compartment. Already disposed of cartridge and infusion set - batch and expiration date unknown. No adverse event alleged.